Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were within range at the time of the event. A reagent issue can be excluded. Based on information provided by the customer, the initial crep2 result from (B)(6) 2015 was either 198 umol/l or 198.2 umol/l.

Event description:
The customer complained of erroneous high results for one patient sample tested for creatinine plus ver.2 (crep2). The erroneous result was reported outside of the laboratory. The initial crep2 result was 198 umol/l. The patient had "just started" perindopril. This medication was stopped based on the result of 198 umol/l. On (B)(6) 2015 a new blood sample was obtained and the crep2 result was 72 umol/l. The initial sample was repeated on the c702 analyzer and an unspecified modular analyzer where both results were 115 umol/l. It is not known if the patient was adversely affected due to the medication being stopped. This information has been requested. The crep2 reagent lot number and expiration date were requested but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but has not been provided.

Manufacturer narrative:
The customer indicated that the patient suffered no ill effects due to her medication being stopped. The medication was restarted after a few days of low dosages.

Manufacturer narrative:
This event occurred in (B)(6).